Event description:
Manufacturer representative reports patient lost stimulation after going through an airport security scan. The patient was seen after the event and the device was found to be in a power on reset mode. It was determined that the device was close to end of life and the patient is being scheduled for replacement. No add'l info on pt symptoms or outcome were available at the time of this report. A follow up report will be sent if add'l info is received.